Manufacturer narrative:
Additional information: on may 13, 2020, mentor became aware that the patient also experienced bilateral infection. As a result, the patient underwent bilateral device removal on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation and infection. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on october 21, 2020, mentor became that the patient also experienced bilateral capsular contracture, bilateral device extrusion and late onset seroma on the left side which was drained out. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the patient also experienced several unexplained systemic symptoms, including rheumatoid arthritis, anxiety and joint pain. The root cause of the patient¿s symptoms is unclear. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on june 4, 2020, mentor became aware of the patient's sex, correct date of explantation and patient date of birth. The ruptures were confirmed with an ultrasound and mammogram. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent a breast augmentation revision with saline mentor smooth round moderate profile 575cc breast implants and experienced bilateral deflation post-operational. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.